Event description:
Patient presented with symptoms of withdrawl including an increase in spasticity. At that refill the expected reservoir volume was 3cc and the actual residual volume was 10cc. A rotor was then done wich showed a rotor stall. A pump replacement is scheduled 13 days later. The patient has since been supplemented with oral baclofen. The hcp intends for it to be sent back to the manufacturer for analysis.